Manufacturer narrative:
The gore® cardioform asd occluder instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: fever, intervention for device failure or ineffectiveness

Event description:
It was reported to gore a 37mm gore® cardioform asd occluder was implanted on (B)(6) 2021 to treat an atrial septal defect balloon sized at 19mm. It was reported the device was stable following implant. The patient presented to the hospital on (B)(6) 2021 with fever and chills. Blood cultures were performed. Transesophageal and transthoracic echocardiogram showed the device had shifted and a residual shunt was noted. The device was explanted on (B)(6) 2021 and the defect was surgically closed. The patient is reported to be doing well.